Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a craniotomy, prior to patient use, out of the five needles, that there was a discoloration in the center of the third needle from the right. A new device was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that one needle had a black mark on it.

Event description:
According to the reporter, during a neurosurgery / craniotomy procedure, prior to patient use, that there was a discoloration (or something like a scratch) in the center of the third needle from the right out of the five needles. A new device was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that one needle had a black mark on it.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection of the opened samples noted five sutures and five needles. The needles and sutures were properly parked in the retainer. One needle had a black mark on it. It was reported that there was a discoloration (or something like a scratch) in the center of the third needle from the right out of the five needles the reported issue was confirmed the most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.